Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been having issues with their soft sets. It was reported that the sets kink or twist after insertion. It was reported that the customer did not notice events until an hour or so later when they began to feel bad. It was reported that the incident had occurred 4 times. No further information provided.